Event description:
During a device upgrade procedure, episodes of noise and low pacing impedance were observed on the right atrial (ra) lead due to lead damage. The ra lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection noted the inner and outer insulations were breached due to bending and fatigue fractures. The event of noise and low pacing impedance was confirmed due to the insulation damage.